Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient experienced post surgical complications following a da vinci surgical procedure.

Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci si partial sigmoid colectomy with a stapled primary anastomosis and left salpingo-oophorectomy for a sigmoid colonic stricture and left ovarian cyst. Isi was provided with the patient's operative report. No additional information such as past medical history, medications or social history was provided. There was no indication of a malfunction of the da vinci si surgical system, instruments or accessories during the surgery. There was a report of an intraoperative complication. Specifically there was a separation of the colon at the crotch of the anastomosis which was suture ligated x3. Postoperatively the patient developed a fever, tachycardia and confusion so on postoperative day 2 ((B)(6) 2010) the patient was taken back to the operating room for a suspected anastomotic leak. She was found to have murky pelvic fluid and an edematous anastomosis but no obvious leak and no stool/enteric contents in the abdomen/pelvis. The patient underwent a resection of the anastomosis with a new handsewn colo-colostomy. The patient initially did well but then developed a fever, increasing abdominal pain and leukocytosis. A CT scan demonstrated increasing free air. She was returned to the operating room on (B)(6) 2010 where an anastomotic leak was found. She underwent a colostomy and hartmann's procedure. The patient did well after the third operation and was discharged home on (B)(6) 2010. The patient underwent a colostomy reversal with right salpingo-oophorectomy and partial colectomy on (B)(6) 2010 no further information on her progress is available.